Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13723. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-ray. It was noted that the patient had fell after slipping on ice prior. Patient was reprogrammed around the other lead still in place, but still may undergo surgical intervention at a later date. It is unknown which lead had migrated, so both are being reported.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.